Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Upon device interrogation on (B)(6) 2017, some communication errors were displayed on the programmer screen and device could not be interrogated by programmer. The device was re-interrogated with another programmer on (B)(6) 2017 and found to be operating in standby mode. Nevertheless, it was not possible to re-initialize the device because of communication errors. Magnet rate was 96 min-1. Note that the patient is not device -dependent. Preliminary analysis confirmed the reported event on (B)(6) 2017. The root cause of this behavior could not be identified but hardware issue is highly suspected. Patient care recommendations have been provided to evaluate the benefit of device replacement. The device was explanted on (B)(6) 2017 and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon device interrogation on (B)(6) 2017, some communication errors were displayed on the programmer screen and device could not be interrogated by programmer. The device was re-interrogated with another programmer on (B)(6) 2017 and found to be operating in standby mode. Nevertheless, it was not possible to re-initialize the device because of communication errors. Magnet rate was 96 min-1. Note that the patient is not device-dependent. Preliminary analysis confirmed the reported event on (B)(6) 2017. The root cause of this behavior could not be identified but hardware issue is highly suspected. Patient care recommendations have been provided to evaluate the benefit of device replacement. The device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
Upon device interrogation on (B)(6) 2017, some communication errors were displayed on the programmer screen and device could not be interrogated by programmer. The device was re-interrogated with another programmer on (B)(6) 2017 and found to be operating in standby mode. Nevertheless, it was not possible to re-initialize the device because of communication errors. Magnet rate was 96 min-1. Note that the patient is not device -dependent. Preliminary analysis confirmed the reported event on (B)(6) 2017. The root cause of this behavior could not be identified but hardware issue is highly suspected. Patient care recommendations have been provided to evaluate the benefit of device replacement. The device was explanted on (B)(6) 2017 and will be returned for analysis.